Event description:
It was reported that during a biopsy exam the radiologist bumped the stage arm and the arm moved causing the needle to move within the breast. No injury reported and the exam was able to be finished. A field engineer was dispatched to the site and determined that the lock ring in the stage compression assembly needed to be cleaned. Once this was completed, the system was working as intended.